Manufacturer narrative:
Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. It was reported that the representative was able to replicate the reported issue and calibrated the imaging system accordingly. It was noted that the camera of the navigation system required replacement to resolve the imaging system issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that, while in a spinal fusion, image acquisitions on a c-arm showed that all screws for the procedure were misplaced. It was reported that an open incision was made and all screws were revised with assistance from a c-arm. It was reported that medtronic image acquisitions from a medtronic imaging system were shown as accurate prior to the c-arm image acquisitions. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of more than 1 hour due to this issue. No additional information was provided.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software of the imaging system functioned as designed.

Manufacturer narrative:
Additional information: a medtronic representative reported that the imprecision was noted to be one centimeter below the target based on post-operative computed tomography (CT) images. Device manufacture date provided. Unique device identification (UDI) updated to proper value.